Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaked on the bottom of the plastic cover immediately on use. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device has found it to be in poor condition showing signs of damage. The device cover was severely damaged at all four corners, including cracks from apparent over tightening. The plastic is missing from one of the bottom corners. A customer's effort to stop the leaking was made unsuccessfully by using some kind of tape. The reported customer complaint has been confirmed. However, the cause of issue has been determined to be the user has damaged the tank cover. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.